Manufacturer narrative:
This report is submitted on may 30 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced persistent healing issues at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.